Event description:
It was reported that a marker band issue occurred while inside the patient's body. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The suspected device is not expected to be returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the product history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.